Event description:
It was reported that, while preparing implants for use in the operating theatre, significant deformation was observed in both the inner and outer device packaging. The device was not used and a secondary implant was retrieved to complete the procedure as it was not possible to confirm whether sterility remained intact. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.